Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer sensor glucose level kept reading 75 80 116 109 and then customer said she checked her blood glucose level was 457 mg/dl and said sensor updating would give her numbers 20 mins later, last check was 121 mg/dl and she was okay and again it changed. Customer treated with bolus and after 15-20 mins then show numbers like 85 or 109 and then sensor updating again. Customer declined to troubleshoot for high blood glucose and sensor updating alert was not performed. The product will be returned for analysis.